Event description:
It was reported that pump issued repeated alarm 20 during insulin delivery, and customer was unable to complete cartridge loading or resume insulin therapy even after following guidance for proper loading technique. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, was placed on a replacement pump arranged by the distributor, and was instructed on storage mode and return of the problematic pump, which was planned to be sent back for evaluation; no additional information was received regarding any further outcome of the event.